Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt during a transport, the device inappropriately shut down. The device was repowered and shut off. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.